Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to systemic allergic reaction to the adhesive patch on (B)(6) 2017 and the blood glucose level was unknown. The customer reported she had rash all over body and redness on site and hence she contacted health care professional for the treatment. The customer was treated with steroid shot. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.